Event description:
During follow-up on (B)(6) 2015, the ICD was found operating in back-up mode (with nominal settings) and a warning message was displayed indicating that a device reset occurred on (B)(6) 2015. The device was reinitialized and reprogrammed to the desired settings.

Manufacturer narrative:
Preliminary analysis showed that the device reset was caused by the detection of corruption in device memory. The root cause of the corruption could not be identified from available data. The re-initialization was successfully performed during the follow-up on (B)(6) 2015, so that normal ICD operation was restored.

Event description:
During follow-up on (B)(6) 2015, the ICD was found operating in back-up mode (with nominal settings) and a warning message was displayed indicating that a device reset occurred on (B)(6) 2015. The device was reinitialized and reprogrammed to the desired settings.

Event description:
During follow-up on (B)(6) 2015, the ICD was found operating in back-up mode (with nominal settings) and a warning message was displayed indicating that a device reset occurred on (B)(6) 2015. The device was re-initialized and reprogrammed to the desired settings.